Event description:
It was reported that a farawave catheter and faradrive steerable sheath clear were selected for use. A new tamponade occurred following the brockenbrough procedure. At the moment the tamponade occurred, the catheter and other devices were outside the body, however, when the tamponade was detected, the catheter, wire, and sheath were positioned in the left atrium. During tamponade management, all manufacturer personnel were asked to leave, so the specific interventions are unknown. The patient condition improved after surgery. The procedure was cancelled, and the device is not expected to be returned due to disposal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
B5: describe event or problem - updated. D4: unique identifier (UDI) - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave catheter and faradrive steerable sheath were selected for use. A new tamponade occurred following the brockenbrough procedure. At the moment the tamponade occurred, the catheter and other devices were outside the body, however, when the tamponade was detected, the catheter, wire, and sheath were positioned in the left atrium. During tamponade management, all manufacturer personnel were asked to leave, so the specific interventions are unknown. The patient condition improved after surgery. The procedure was cancelled, and the device is not expected to be returned due to disposal. Additional information indicated that an rf needle was used for the transseptal puncture, and a starter guidewire was also used.